Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for multiple assays for one patient from two cobas e 801 modules. The initial results were: elecsys tsh assay 0.026 and 0.029 miu/l. Elecsys ferritin 2.62 and 1.49 ng/ml. Elecsys vitamin b12 immunoassay <100 pg/ml. Roche elecsys folate iii <0.6 pg/ml. The initial low results were reported outside the laboratory to the patient who complained the results did not fit with the previous results. On (B)(6) 2019, the same sample was repeated: tsh 2.63 and 2.57 miu/l. Ferritin 425 and 425 ng/ml. Vitamin b12 587 and 612 pg/ml. Folate >20 and >20 pg/ml. The reagent lot numbers and expiration date were: tsh, 40413001, 30-jun-2020. .ferritin, 41119701, 30-sep-2020. Vitamin b12, 41301401, 20-feb-2021. Folate, 41438101, 30-mar-2021.

Manufacturer narrative:
The calibration data for all assays was acceptable. The qc data provided was acceptable. The alarm trace shows several message related to sample quality around the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.